Manufacturer narrative:
Follow-up # 1 (08/13/2013)-device evaluation: the product involved with this complaint has been returned and evaluated by product analysis on 08/07/2013. The analysis was not able to reproduce the reported complaint during testing. The device met specifications for testing and no product issues were identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/14/2013 and 8/19/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 weeks prior to contacting lfs at 10:30pm and on (B)(6) 2013 between 5-5:15pm. The patient reported using a combination of lantus and novolog insulin to manage his diabetes. The patient reported on sunday, 1 week prior to contacting lfs at 10:30pm, he had 15units of insulin and on (B)(6) 2013 between 5-5:15pm he had 18units of insulin. The patient reported several hours afterwards he developed symptoms of feeling ¿incoherent.¿ the patient denied testing on another device. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and his test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he increased his usual dose of medication and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.